Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device identified wear patterns on the rim and lateral section. These wear marks are consistent with contact from the head following the disassociation event. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reverse humeral shell xl 44+8 would have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent initial implantation on (B)(6) 2024. On (B)(6) 2025 the patient underwent a revision procedure due to dissociation of the glenosphere and the central screw, peripheral screws, humeral tray and liner were replaced. On (B)(6) 2025, the patient underwent another revision procedure due to dissociation of the glenosphere. The glenosphere disassociated from the glenoid baseplate and central screw post with the screw post remaining in the baseplate. The baseplate was replaced in the glenosphere and the tray and liner were used to create the appropriate tension of the shoulder. Doi- (B)(6) 2025. Dor- (B)(6) 2025. Affected side- left shoulder.